Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture. Explant has not been confirmed.

Event description:
Patient reported rupture on unspecified side, device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold, deformation and wear abrasion. After autoclave cycle were observed: bubbles. Based on the device analysis the final assessment is: no were observed openings on the device.

Event description:
Patient reported rupture on unspecified side. The device has been explanted.

Event description:
Patient reported rupture on unspecified side, device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.